Manufacturer narrative:
Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker. Act button did not respond due to corroded keypad trace. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that insulin pump case was cracked. Customer's blood glucose was unknown. Insulin pump would need to be replaced.